Manufacturer narrative:
Submit date 02/29/2016. This complaint was discovered during a literature review. The product and lot number involved in this event is unknown. The complaint sample was not returned to the manufacturing site for review. No lot number was provided, therefore, it is not possible to perform a device history record (DHR) review. All DHR¿s are reviewed for accuracy prior to a products release. Without the sample or additional information, it is not possible to establish if there is a failure mode related to manufacturing or the device. The source literature for this event was reviewed. A brainstorming session was performed in order to identify the possible causes for the described event. The following potential causes were identified: non device related complications during placement procedure, incorrect catheter size selection, or contaminated catheter. According to the source literature reviewed, no causes could be confirmed to be linked to manufacturing activities or to the device. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Since the lot number was not provided and the sample was not returned, it is not possible to identify the specific products manufacturing date. Based on the reviewed literature related to this complaint, the device functioned as intended during the required time and it concludes shunting should be considered a viable treatment option. Based on the available information, the most probable cause is non device related complications during placement procedure. Per management discretion, an (B)(4) was initiated to perform a risk assessment linked to this complaint report. No further actions are required at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling, and environmental and product biological monitoring, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date 02/01/2016. An investigation is currently under way; upon completion the results will be forwarded. Literature review doi: 10.1097/ta.00000000000009; accession number 01586154-900000000-99668. Several attempts to gather information from the customer were made. To date, no additional information has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an artery shunt. The investigator reported dislodged shunt and shunt thrombosis while the argyle shunt was in place; however, the investigator did not report the number of patients that experienced these events. This was discovered during a literature review.